Event description:
While the resident was being transferred with a sara nova lift, she released holding onto the padded frame. The resident fell to the floor. Personal injury was a contusion to her head which required stitches.